Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an undetected occlusion and an under infusion of oxaliplatin during therapy (dose, programmed amount and delivery rate unknown). There was 225cc remaining when the pump signaled that the infusion was complete. The remaining medication was programmed to be administered. There was no patient injury or medical intervention associated with this event. No additional information is available.